Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient called in to get assistance activating a pod and mentioned she was in the hospital at the time of the call. She stated she was in the hospital for a number of health reasons and stated her "blood sugar is one of them". However, she hung up the phone prior to providing any further information about the issue. She did not specify if her blood glucose (bg) was low or if it was high or if there was a different reason that she was having issues with her bg while wearing the pod. She did state that she had worn the pod the full time as she deactivated it once it was expired and low on insulin. She said it also started to alarm once she had already deactivated it and gave the pod to the nurse on staff to dispose of it, as she could not get the expiration advisory alarm to turn off.